Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device did not close and was removed from the patient body with a trocar. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned inserted through a trocar. Upon testing, it was noted burrs on the scissor blade causing that the blade would not close properly. No conclusion could be reach as what may have caused the incident reported. The batch history records were reviewed with no anomalies noted during the manufacturing process.